Event description:
A paratrend 7 fl sensor was returned to diametrics medical limited for investigation. It was reported by the initial reporter that the sensor was faulty when it was about to be inserted into the pt. There was no report of adverse event or injury to the pt. It was only when the investigation into the sensor began that it was seen that the sensor was damaged and a decision to report was made.